Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain due to a microperforation. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been seen in the emergency room for shortness of breath and pleuritic pain. The patient was evaluated and discharged. At the patient's routine wound check, an interrogation revealed low r-waves, high thresholds, and increased pacing impedance. The patient was then admitted to the hospital for the lead replacement procedure due to the perforation. The patient is a participant in the product surveillance registry clinical study.